Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 30 mg/dl. Prior to the event, the customer had changed the reservoir while being connected to the infusion set. The customer did not rewind the insulin pump before inserting the reservoir into the insulin pump, and rec'd unwanted insulin. Troubleshooting was performed, and the insulin pump passed the displacement test. The insulin pump was not exposed to high magnetic fields. Advised the customer to always be disconnected when manipulating the reservoir. Nothing further was reported.